Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a spinal procedure, the steerable needle broke off between the handle and the needle while delivering cement into the patient's vertebra and was successfully removed with a pair of hemostats. No patient injury to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint could not be confirmed. The root cause is attributed to use error/off-label use.